Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issues of leakage was not confirmed upon inspection of the photos. Analysis of the samples showed that the reported defect was not observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: customer response on (B)(6) 2025. Apologies, the leaking plunger issue was for lot #5007822 (photo of syringe with red cap) I wrote the wrong lot number in my previous email.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak leaked material # 309702 batch # 5007825, 5007822. It was reported by customer that debris on inside of syringe barrel and plunger leaking and defect on syringe. Rcc received a complaint via email. Debris on inside of syringe barrel plunger leaking defect on syringe material# bd 309702 (3ml syringe) customer response on 21-jul-2025. Please see the attached photos for this product complaint. We cannot send samples. 5007825 ¿ debris in barrel of syringe 5007825 ¿ defect on syringe tip 5007825 ¿ plunger leaking, liquid leaking through top ring of plunger stopper, drops near the 2.1 and 2.6 marking 5072050 ¿ debris hanging from plunger stopper.